Event description:
Rn reported that pump had been running levophed to maintain patients blood pressure using max dose permitted. Rn return to room less than 5 minutes and found pump off. Blood pressure was not affected when it was discovered. Drip immediately restarted. A concern because it could have caused a significant drop and hypoperfusion.